Event description:
A facility reported that the teeth on the mayfield swivel adaptor (a1018) was worn and slips during use. No patient injury or surgical delay has been reported.

Manufacturer narrative:
The mayfield swivel adaptor (a1018) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Unit received had the base swivel replaced due to having a large dent in the starburst that was preventing it from lining up properly on the skull clamp. The unit was sent in with the base unit and will be repaired as well. Root cause - complaint confirmed via inspection of the unit. There was a large dent in the starburst that was preventing it from lining up properly on the skull clamp. Probable root cause is physical damage to the starburst from rough handling or improper assembly. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.